Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. This relates to the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture was received on (B)(6) 2024 with lot number 2760125. Based on the product analysis performed, the assessments of the complaints are: rupture: observed 2 openings assessed as surgical damage. As per the investigation procedure, creases and particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported rupture. This relates to the right side. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 09jun2024. Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 22jul2024.

Event description:
Patient reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Additional, corrected and/or changed data: b.3, b.6, d.6a, d.6b, h.6.

Event description:
Patient reported rupture diagnosed via MRI. This relates to the right side. Device has been explanted and replaced with another manufacturers device.

Event description:
Patient reported, right side rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b6, d1, d4, d6(a), d6(b), d9, g2, g4, h4, h6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.